Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spinal therapy for vertebral replacement. It was reported that due to the lack of product smoothness during jack-up, use was withheld. Never implanted. No further complications were reported/anticipated. Return was not possible as the item had been discarded. Regarding the cause of the dislocation, the physician suggested that it was likely due to insufficient clearance on the contralateral side, rather than a product issue.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that when a pre-use function check was performed, it was found that extension and contraction could not be performed smoothly.

Manufacturer narrative:
B5- updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.